Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display, weak battery alarm, battery out limit, pump damage and experienced high blood glucose level of 415 mg/dl. The customer¿s blood glucose level was 415 mg/dl. Customer declined to troubleshoot for high readings. Customer states pump is been turning off and on, a lot and not accepting the battery. The customer was assisted with troubleshoot for blank display and customer states display is blank currently. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states the spring is neither damaged nor corroded. The customer reported that display returned after pump restart. The customer was advised to power loss alarm, active insulin cleared alarm and to complete reservoir and tubing process. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display or audio/beep anomaly noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit and failed battery test alarms during testing. Unit had minor scratched lcd window, scratched case, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker.